Manufacturer narrative:
A quote for all 4 wheels has been initiated for this event. Model trsx5, serial number/date code (B)(4) is approximately 2 years and 2 months of age. The owner's manual part number 1110550 (rev g feb-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer alleges that all 4 wheels, rubber is falling off, a power chair ran into it.

Event description:
Customer alleges rubber falling off all four wheels. Customer also alleges a power chair ran into this wheelchair.